Event description:
The customer contacted baxter's service center regarding a check your position alarm which occurred on the homechoice (hc) during initial drain. The customer stated the patient line was full of air. The technical service representative (tsr) explained alarm. Per the troubleshooting performed by the tsr, the home patient (hp) reported the patient was connected at the time of the alarm. The patient line was not primed properly before connecting, and they were not using patient line extensions. The hp stated that they did not become separated from the transfer set, and they did not press go before connection. The patient did not disconnect any time prior the air was observed, and all bags were connected properly. The hp stated there were no open clamps on their unused lines, and there was nothing unusual noted with the supplies. The patient stated there is no sample available for evaluation. The hp stated they forgot to open patient clamp during prime. The tsr ended therapy on the hp and said that all new supplies were needed. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.